Event description:
It was reported that the one-link neutral luer activated device of a one-link microbore catheter extension set would not flow. The reporter stated that the luer lock cap had to be removed for a blood transfusion. This occurred during patient use. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: as the sample was not returned and the lot number is unknown, a device analysis cannot be completed.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.